Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the extension set tubing was inconclusive since the damage could not be verified from the two photographs that were provided for investigation. The photos showed an extension set with a y-injection site. The extension set matched the component from product code (B)(4)" macro ext. No leak or damage to the tubing could be discerned from the photographs; therefore, the complaint was inconclusive and the cause of the reported damage was unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the nurse experienced a leaking IV catheter tubing in the middle of caring for a critically ill adult. It is stated there appeared to be a leak from a hole in the tubing in the location where the clamp had been on the tubing.